Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Threaded stem inserter internal rod is stripped and bent.

Manufacturer narrative:
Examination of the returned instruments confirmed the complaint; both sets of threads on the internal rods are nicked and damaged. Visual analysis confirmed the shaft is bent on (B)(4). It appears the internal threaded rods were used without the outer guard component which protects the threaded inserters. Based on the investigation, the need for corrective action is not indicated. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.